Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit had a loop leak. After the fault was found, the machine was replaced. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1(event site state:(B)(6)) . Getinge field service engineer (fse) the customer reported a loop leak. The fault failed to be checked before use. The equipment and fault code records were checked on-site at the hospital to confirm the customer's repair. The fault was eliminated after the safety disk was replaced. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.